Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was uncomfortable with the location of her ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that no next course of action will be taken.

Event description:
A report was received that the patient was uncomfortable with the location of her ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.